Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No restarting on it's own noted. No pump error alarms noted during testing or on detailed trace/long trace downloads. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer advised the power error detected alarm recurred and the issue remained unresolved. Customer advised the self test was performed and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.